Event description:
A malfunction alarm, identified as malf 12, was reported, and there were no notable events leading up to this issue. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. To resolve the issue, cts confirmed the shipping address and decided to replace the pump, which was under warranty. The customer was instructed to switch to mdi as a backup therapy for insulin delivery and was guided on returning the pump in storage mode with a pre-paid label within 10 days. All instructions were understood and acknowledged by the customer.